Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no consider this product has been returned. No conclusion can be drawn at this time. We therefore report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were unresponsive on the insulin pump. Customer also reported they were currently hospitalized with diabetic ketoacidosis. The date of hospitalization was on (B)(6)2015. Customer's blood glucose was over 500 mg/dl at the time of admission. The customer reported the infusion set became detached from their body, leading to the hospitalization. Customer was treated with insulin drip and fluids for their blood glucose. The customer was not wearing the insulin pump at the time of hospitalization. Customer stated the insulin pump was disconnected from their body the day they were hospitalized. The insulin pump will not be returned for analysis.